Event description:
It was reported that the customer's pump triggered an altitude alarm and suspended insulin delivery. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, but insulin could not be resumed. As corrective action, technical support arranged for the replacement of the pump and cartridge and advised the customer to use a backup insulin pump. The customer was also instructed on returning the faulty pump, connecting their cgm to the replacement, and re-programming their settings.